Event description:
A patient reported that she experienced angioedema after a upper gi endoscopy procedure performed in august, 1996. Subsequent allergy testing suggessted that she may be sensitive to polyvinyl chloride (pvc).